Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported the stent grafts were successfully implanted and the procedure was completed, no problems were identified by the final angiography. However, a type iii separation endoleak was observed by the postoperative CT. A valiant 40x40x15 was implanted at junction area and type iii separation endoleak was resolved. No clinical sequelae were reported and the patient is fine.